Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received repeated no delivery alarms during the manual prime process with different infusion sets. No further details were given. Blood glucose level at the time of the incident was 15.7 mmol/l. No harm requiring medical intervention was reported. The pump will be returned for analysis.